Event description:
Multiple intermittent occlusion alarms occurred in a customer's insulin pump. The customer's blood glucose level did not exceed 500 mg/dl or show a ¿high¿ reading on the cgm during the issue. Technical support instructed the customer to attempt corrective actions such as disconnecting tubing and delivering boluses, but the occlusion alarms persisted. Eventually, a pump replacement was recommended and approved, with the customer being informed of how to proceed until receiving the new pump. The customer was advised to replace supplies as needed and continue using the current pump, with further assistance requested if issues persist.